Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings:during a visual inspection of the pump, the display lens was found to be scratched heavily enough to obstruct the screen. Unrelated to the complaint, no damage was observed to the keypad cover; however, all keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.